Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the programs were auto-reducing and diagnostic lead testing revealed invalid impedance on all contacts. Reportedly, there were no recent falls or trauma. X-rays did not indicate a lead migration. Surgical intervention may be undertaken at a future date.